Manufacturer narrative:
11/06/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument broke and a component disengaged into pt's cavity. The surgeon was able to retrieve the component without pt injury and used another instrument to complete the procedure.